Manufacturer narrative:
Concomitant medical products- model: d314drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for implantable cardioverter defibrillator (ICD) generator changeout. Upon interrogation, it was noted that the right ventricular (rv) lead displayed low rv bipolar pacing impedance and the trends displayed variance >30%. The lead was capped/abandoned, and a new lead was implanted. No patient complications have been reported as a result of this event.